Event description:
Procedure type: sigmoid resection. According to the reporter: after firing, the magazine could not be opened anymore and the release lever could not be pushed back. The surgeon had to cut the instrument out of the situs and another instrument was used to complete the procedure. Operative time was not extended. No blood loss occurred. There was no extension of the incision and no change of procedure.

Manufacturer narrative:
(B)(4).